Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corrosion in the motor and sag head, as well as, issues with the rotor bearing. Those parts were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during the testing phase prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.